Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for gastrointestinal/pelvic floor and urinary dysfunction/sacral nerve stim. It was reported that the patient has problem with urinary retention. Currently having a return of symptoms. The patient is a self-induced catheter. The patient has irritable bowel syndrome (ibs) affecting bowels and having constipation. The patient took merylax to help with her constipation. The patient is getting botox injection tomorrow. First botox injection in 9 months. The patient did take five doses of myralex the other day the patient was told to turn off stim for a couple hours while taking myralax. The patient was advised to turn it off 2-3 hours max. After bowel lets go, then turn it back on and could hear her bowel sounds. Now she is hearing reduce sounds again in her stomach. The patient is seeing her urologist tomorrow. Her abdomen is uncomfortable. Been able to pass, took 2-3 doses an hours or two apart. The patient wanted to know if she can turn off the device again. It was recommended that they follow up with their healthcare professional. The patient said she is going to shut off the device. No further patient complications are anticipated or expected as a result of this event.